Manufacturer narrative:
Internal report reference number: (B)(4). Complaint was forwarded to packaging based on complaint's description for investigations. No product was returned to thi. Internal evaluation has been completed by packaging. No abnormalities observed. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Manufacturer narrative:
Pending packaging investigation.

Event description:
Consumer reported complaint for missing package item (code chip). The expected fasting blood glucose test result range is undisclosed the customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call a back to back blood test was not performed by the customer. The test strip lot manufacturer¿s expiration date is 03/26/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.